Event description:
On (B)(4) 2012, the reporter, the patient's mother, contacted animas to report that the patient had been hospitalized twice since (B)(6) 2012. The patient obtained the blood glucose reading of 600 mg/dl, and experienced the symptoms of nausea, vomiting and tested positive for ketones. The patient was taken to the emergency room, admitted to the hospital and treated intravenously with insulin. The patient was admitted for one day on (B)(6), and again on (B)(6) 2012. Troubleshooting revealed the patient replaced the infusion set and infusion site every three days. The reporter noted the patient's blood glucose levels became elevated on the third day, which may have indicated an absorption issue with the infusion site. It was also determined the patient's technique was correct, all pump settings, programming, date/time settings were correct, and the total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and was hospitalized and treated with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.